Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the customer had to override alarms. The blood glucose reading was 38 mg/dl, and the sensor glucose reading was 88 mg/dl. The customer's mother stated that the threshold suspend feature did not trigger due to the sensor glucose reading. She noted that she had calibrated 5 or 6 times, which may have caused a slight discrepancy between the sensor and blood glucose readings. She declined assistance with the matter, advising that the customer's blood glucose readings were in good range. Nothing further reported.